Manufacturer narrative:
Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The blue seal soda lime canister was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak large enough to cause a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported leak was 2 lpm. 2 lpm is not enough leak to require medical intervention to prevent patient harm or an inability to mechanically ventilate. Therefore, this was not a reportable malfunction.